Manufacturer narrative:
The reported oad was returned for analysis with the guide wire. Analysis revealed the guide wire spring tip to be fractured and stuck in the driveshaft tip bushing. The spring tip was fractured at the proximal solder bond. There was no additional damage noted to the guide wire, however adhered biological material was noted on the shaft near the fracture site. The spring tip exhibited damage consistent with the guide wire coming in to contact with the driveshaft tip bushing during the procedure. This may have caused the guide wire to become seized within the driveshaft leading to the wire fracture. Scanning electron microscopy (sem) analysis found the guide wire exhibited evidence of torsional shear on the fracture face indicating that the spring tip was pulled into the device during the procedure and was torqued, possibly leading to the fracture. The oad was tested and was found to function as intended. The instructions for use for the reported device state, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the oad began making strange sounds and became stuck to the wire. The system was subsequently removed and replaced to complete the procedure. Upon analysis, it was found that the spring tip of the guide wire was fractured.